Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery was dead. The battery was jumpstarted due to overdischarge and it was unknown if this resolved the issue with welding equipment and being in a band. The patient mentioned being around welding equipment and band instruments and that he could usually turn the implant on again with the controller when it turned itself off. The patient noted that this happened two weeks ago and he was unable to turn it on with the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the therapy was turning off by itself. The patient said the stimulation turned off while playing guitar and welding. The patient said the ins goes off and suddenly shuts down. It always happens while playing the electric guitar and happens when the patient is welding. The patient had welding equipment at 160 amps and up. The patient then has to turn the ins back on. No further complications were reported.